Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported by the customer that one of the instrument's pegs broke. No reported patient involvement.